Event description:
It was reported to medtronic minimed that the customer received a change sensor alert, and calibration not accepted and also experienced low blood glucoses with a blood glucose value of 57 mg/dl at the time of the event. The customer reported a difference in sensor glucose vs blood glucose. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product mmt-7040c1. Troubleshooting was performed for sensor alerts and sensor was securely taped to skin and still in place. Troubleshooting was performed for hypoglycemia and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump was over delivering. Troubleshooting was performed for sensor glucose vs blood glucose and the discrepancy between sensor glucose and blood glucose was not within range. The blood glucose value was 57 mg/dl and the sensor glucose value was 117 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Advised customer to monitor and change sensor if issue persists. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.